Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/10/2016 with the following findings: investigation revealed a battery compartment crack. The bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. The bolus button cover was missing. This report is made based on results of the investigation performed on 08/10/2016.